Event description:
It was reported that a 512sd was used during a laparoscopic appendectomy. It was reported by the affiliate that the trocar safety shield was not fast enough. There was no consequence to the pt.